Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that while advancing or ejecting the lens, the surgeon noticed that the haptic was sticking out. As a result, the surgeon decided to implant a different lens. Additional information has been requested. There are three medical device reports associated with this report. This is 2 of 3.

Event description:
A healthcare professional reported that while advancing or ejecting the lens, the surgeon noticed that the haptic was sticking out. As a result, the surgeon decided to implant a different lens. Additional information has been requested. There are three medical device reports associated with this report. This is 2 of 3. Additional information has been received stating procedure completed on the same day.

Manufacturer narrative:
Correction information was provided in d.4. And h.6. FDA product codes a0202 and method codes b22 captured incorrectly in initial MDR now it has been updated to FDA product codes to a2201 and FDA method codes to b22. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received stating procedure completed on the same day.

Manufacturer narrative:
Additional information was provided in b.3. And b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.